Manufacturer narrative:
The customer's meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device has "zig, zags" on the display. The customer stated the meter had been dropped. The meter passed a display check during the call. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display showed no issues. The meter was opened, investigated, and showed no damage or contamination. Medwatch fields d10 and h3 have been updated.